Event description:
It was reported that the user experienced recurrent low blood glucose shortly after meals and overnight while using the ilet, treated episodes with oral carbohydrates such as gummies, granola, and apple juice, and frequently paused the system; a specific device component could not be identified and the device problem could not be characterized due to insufficient information. Symptoms included hypoglycemia, with reports of glucose values in the 40s and absent typical warning symptoms. Outcomes included the need for unexpected medical intervention in the form of medication-equivalent oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.